Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was not reported. The company representative was notified by the surgery center they had the patient's pump and catheter to return. The patient apparently did not get the results they were expecting from the pump and wanted it all analyzed to be sure it was functioning properly. The physician agreed that it would be prudent to do so. The reporter was not aware of any environmental, external or patient factors that led or contributed to the issue. There were no dye or rotor studies performed. The patient just wanted the system explanted after not achieving expected pain relief. The pump and catheter were explanted without incident. The reporter was also not aware of any interventions taken unless medications were changed. The pump had water in it at the time of explant. It was unknown if the issue was resolved at the time of the report. The patient status at the time of the report was alive no injury.

Event description:
Additional information received reported that the pump was used to deliver hydromorphone 4mg/ml at 1.1189, bupivacaine 11.3 at 3.1 and clonidine 80.6 at 22.56. The start date was noted as (B)(6) 2016 and the end date was ongoing. The patient's medical history was noted as patient compliant and was weaned from all opiods for 3 weeks. The pump was implanted and never able to capture pain. Troubleshooting performed related to the therapy not effective was an MRI and dye study. Per the healthcare provider the actions/interventions taken was noted as none. The cause of the therapy not effective was never determined and the issue never resolved.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.